Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, cardiac arrest and patient death occurred. In (B)(6) 2012, the subject presented with left arm pain. Lexiscan stress test indicated reversible ischemia involving anteroseptal area. The following day, the subject was referred for cardiac catheterization which revealed a 90% stenosed lesion located in the proximal left anterior descending artery (lad). The lesion was 8 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent, with 5% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with a 2-3 week history of increased shortness of breath and 2 month history of weight gain and ankle swelling. The subject was diagnosed with chronic renal insufficiency and congestive heart failure. At the time of event, the subject was taking aspirin and open label prasugrel. Study drug, per protocol, was never administered. The subject was placed on nasal cannula o2 over the first 48 hrs of admission. Attempts were made to induce natural diuresis with lasix. Two days later, IV lasix was switched to IV drip lasix at 10 mg/hr. And interventional radiology consult was obtained to place subject on temporary dialysis catheter. The following day, the subject was evaluated by nephrology for dialysis. After initial treatment, dialysis was held for 2 days to see if renal function would improve, but urine output did not improve and his creatinine worsened. Four days later, systolic bp was noted to be 80/40. Subject received hemodialysis with albumin replacement, transferred to ICU in acute respiratory distress, and was intubated. Acls measures were initiated for hemodynamic instability and and pulseless electrical activity per telemetry. Resuscitation measures were unsuccessful (40 minutes total) and the subject was pronounced dead. The immediate cause of death was cardiac arrest secondary to complications associated with congestive heart failure and renal failure. An autopsy was not performed.

Manufacturer narrative:
Device is a combination product. (B)(6). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).